Manufacturer narrative:
(B)(4). The report of a peel-away sheath tab breaking off was confirmed through complaint investigation of the returned sample. The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that one tab of the peel-away sheath was separated adjacent to the hub. It was noted that both the seam lines were completely split. Microscopic examination confirmed the damage. The peel-away length measured 2 13/16" via calibrated ruler, which was within the specification limits of 2 5/8" - 2 7/8" per the catheter peel-away product drawing. The sheath outer/inner diameter could not be accurately measured due to the severity of the damage. The IFU provided with the kit informs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". A device history record review was performed, and no relevant findings were identified. Based on these circumstances and comments from the manufacturing unit, manufacturing process likely caused or contributed to this issue. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this iss ue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: peel-away sheath separated at one of the white tabs.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: peel-away sheath separated at one of the white tabs.